Event description:
Peritoneal dialysis registered nurse (pdrn) called fresenius technical support (ts) on behalf of the patient (pt) stating that the patient is having an issue with cycler but is not sure of what's going on. Pdrn requested that technical support (ts) call the patient. Ts called the patient. The patient stated that they were getting the make sure heater bag is on heater tray message. Make sure heater bag is on heater tray message occurred during the patient¿s last fill; they were only able to fill up 1952ml. This was the first time the message occurred. The patient was connected during the incident (at the time of the call, the patient had already canceled the treatment and disconnected). One 5l heater bag was empty and one supply bag was connected; supply bag was a 5l bag which was empty and hanging with the white clamp open, and the cone broken. The patient stated that they noticed there was fluid on the floor like maybe one of the bags had leaked. The patient stated that they looked at the bag but could not find a leak or where the fluid came from. Upon follow up, the patient stated that their liberty cycler set, single conn./ext. Dl cassette was leaking from an unknown location. The leak was discovered during the last fill. The patient was connected. The cause and location of the leak are unknown. The patient checked all the bags and there was no leak in any of the bags. There was no fluid inside the cassette door. The patient was not able to complete treatment on the night of the reported event. The make sure heater bag is on heater tray alarm sounded prior to the discovery of the leak. The sample supplies are not available for return. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lots met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis registered nurse (pdrn) called fresenius technical support (ts) on behalf of the patient (pt) stating that the patient is having an issue with cycler but is not sure of what's going on. Pdrn requested that technical support (ts) call the patient. Ts called the patient. The patient stated that they were getting the make sure heater bag is on heater tray message. Make sure heater bag is on heater tray message occurred during the patient¿s last fill; they were only able to fill up 1952ml. This was the first time the message occurred. The patient was connected during the incident (at the time of the call, the patient had already canceled the treatment and disconnected). One 5l heater bag was empty and one supply bag was connected; supply bag was a 5l bag which was empty and hanging with the white clamp open, and the cone broken. The patient stated that they noticed there was fluid on the floor like maybe one of the bags had leaked. The patient stated that they looked at the bag but could not find a leak or where the fluid came from. Upon follow up, the patient stated that their liberty cycler set, single conn./ext. Dl cassette was leaking from an unknown location. The leak was discovered during the last fill. The patient was connected. The cause and location of the leak are unknown. The patient checked all the bags and there was no leak in any of the bags. There was no fluid inside the cassette door. The patient was not able to complete treatment on the night of the reported event. The make sure heater bag is on heater tray alarm sounded prior to the discovery of the leak. The sample supplies are not available for return. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.